Event description:
Customer called to report that she thought her pod was not working correctly because her blood glucose levels had been elevated and ranged between 124-375 mg/dl. The customer's pod alarmed just prior to deactivating and starting a new one. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.